Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that 237 days post a coronary drug eluting stenting treatment procedure, restenosis occurred. The physician advanced the 2.50x24mm taxus express2 stent to the circumflex (cx). After deploying the taxus stent, "waisting was evident at the midpoint of the stent." The physician used a high pressure non-bsc balloon in the deployed taxus stent with several inflations and then removed the balloon. The physician then attempted to place a 2.75x20mm taxus express2 stent in the left anterior descending (lad), but was unable to cross. The physician attempted to cross the lad with a 2.75x8mm non-bsc balloon, but again was unable to cross and the balloon was pulled back with some resistance. The physician removed the balloon and advanced another balloon of unknown size and type to the lesion and was able to predilate the lad. The physician attempted to place a 2.75x20mm taxus stent, but was unable to cross the lesion. The physician removed the taxus stent and then delivered and successfully deployed a 2.5x12mm non-bsc drug eluting stent. Medications used during the procedure included aspirin, clopidogrel, and bivalirudin. No pt complications were reported. At 237 days later, the facility reported that there was in-stent restenosis. The pt experienced fatigue, dyspnea and hypertension. Significant in-stent restenosis was evident in the cx. The physician revascularized the cx with a 2.75x32mm taxus express2 stent, and then used a high pressure balloon of unknown size and type with multiple inflations in overlapping fashion in the cx. Per the angiogram, the residual stenosis was reduced from 90% to 0%. No complications were reported and the procedure was well tolerated. The pt was discharged the following day.